Event description:
The patient was undergoing an anterior/posterior colporrhaphy, enterocele repair and transobturator mid urethral sling. The optryx boston-scientific mid urethral sling was placed with the curved needle placement in the usual fashion. The left placement was felt to be a little lateral and superior and, as the sling was pulled back, it became lodged in the obturator foramen connective tissues. An attempt was made to dissect this out, but a portion of the sling placement device involving a wire loop and a portion of plastic introducer was unable to be retrieved despite extensive attempt at dissection, both from the skin aspect and from the vaginal. Complicaton: retained mesh dilator tip dissection left obturator for retrieval. X-ray of pelvis demonstrates obturator wire adjacent to the left anterior cortex acetabulum projecting at level of the superior pubic ramus. The patient was discharged the next day.